Manufacturer narrative:
Title: article: are fenestrated tracheostomy tubes still valuable? (Vinciya pandian), (2019), (american journal of speech-language pathology) (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed, during a fenestrated tracheostomy tube with the use of a retrospective chart review between 2007 and 2017. Patient a: (B)(6) year-old, mechanically ventilated patient with chronic respiratory failure secondary to restrictive lung disease received a fenestrated tracheostomy tube to help facilitate phonation. After 21 days, presented with dysphonia and dyspnea when capping fenestrated tracheostomy tube. Tracheomalacia and a significant amount of granulation tissue were noted upon bronchoscopy at the level of the tracheostomy stoma. The size 6.0 cuffed fenestrated tube was changed to a size 4.0 cuffed nonfenestrated tube to decrease the growth of granulation tissue in the upper airway. Upon reassessment 2 weeks later, they found to still had evidence of granulation tissue along with tracheal stenosis and tracheomalacia. Therefore, the tracheostomy tube was changed from a size 4.0 backup to a size 6.0. One year later, able to wean off of the ventilator successfully; however, the presence of tracheal stenosis impeded successful decannulation. The fenestrated tube helped with phonation, but the complications overweighed the benefits.